Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited shock impedance measurements of greater than 200 ohms. Technical services (ts) recommended programming changes. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited shock impedance measurements of greater than 200 ohms. Technical services (ts) recommended programming changes. This lead remains in service. No adverse patient effects were reported. Additional information was received that the health care professional (hcp) recommended the patient undergo a lead revision. The patient is thinking about it and will follow-up with their hcp once they have decided how they would like to proceed. At this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not required further review. If additional pertinent information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited shock impedance measurements of greater than 200 ohms. Technical services (ts) recommended programming changes. This lead remains in service. No adverse patient effects were reported. Additional information was received that the health care professional (hcp) recommended the patient undergo a lead revision. The patient is thinking about it and will follow-up with their hcp once they have decided how they would like to proceed. At this time, this lead remains in service. No adverse patient effects were reported.